Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred and that the insulin gauge was inaccurate. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose level was 400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.